Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements shortly after implant. The root cause is unknown but suspected to be a combination of patient tissue condition and microdislodgement. Defibrillation threshold (dft) testing was performed due to programming changes. Due to patient's current health no surgical intervention will be performed. No additional adverse patient effects were reported. The lead remains in service.